Manufacturer narrative:
The original power supply and power cord were not returned for evaluation. The reported event of "power supply box has frayed/exposed wires" issue was resolved after ordered replacement power cord and supply was placed on (B)(6) 2023. A review of the merlin logs confirmed that readings were sent successfully in subsequent days after the date of (B)(6) 2023, indicating that the issue was resolved. Based on the information received, the reported incident was resolved after the replacement was received by patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power supply. The power cord and power supply box were replaced and there were no adverse consequences reported by the patient.